Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported condensation in the cartridge compartment of her insulin infusion device. She said she thought this was due to the extreme heat this summer. She stated she used a cotton swab to clean out some of the condensation. The patient stated she is currently on a camping trip and does not have her backup device with her. She was advised to remove the insulin cartridge from her primary device and let it air out and to switch to her backup device as soon as she gets home. Repeated attempts to follow up were unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.